Manufacturer narrative:
Expiration date - aug 31, 2017. Device manufacture date - nov 22, 2014. The returned system controller appeared unremarkable on visual inspection. The reported incident of low flow alarm was confirmed with the data retrieved from the returned system controller serial number (B)(4). The log file captured motor stopped/low flow hazard alarm events. The pump speed value did not achieve the set speed value of 9,400 rpm with elevated pump power values (up to 15 watts). The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any events observed. No functional issue was identified during the analysis of the system controller. The analysis could not determine a root cause or reproduce the motor stopped event captured in the log files. A review of the device history records revealed that the device met applicable specifications. No further information provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that the patient had hazard alarms with no flow, pump stoppages and complaint of having excruciating abdominal pain. Family called vad coordinator to clarify actions needed as patient had chosen to receive in home hospice care then later decided to come in for treatment. Patient arrived to emergency department (ed) and noted to have continued lvad alarms, interrogation showing high power with low flow, no flow and pump stoppage messages, consistent with patient¿s abdominal pain. The system controller was replaced to a backup controller with no change in situation. It was reported that surgeon was called and advised to turn off the pump. The pump was turned off, patient was sent to intensive care unit (ICU) with inotropes as patient was not a candidate for pump exchange. The patient later on was discharged back home on (B)(6) 2018 with hospice care and later on reported that patient expired on "(B)(6)" 2018.